Event description:
It was reported that the balloon of the catheter was found leaking during use. There were no patient complications reported.

Manufacturer narrative:
The reported complaint of "balloon of the catheter was found leaking" was confirmed. As received, the catheter was returned with the balloon latex torn off the catheter tip and was not returned. There is some latex observed on both proximal and distal bond sites. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body. The contamination shield, introducer and syringe were not returned. Visual examination was performed under microscope at 10x and 40x magnification. Although the complaint was confirmed, there is no evidence that the defect is related to the manufacturing process. A device history record review was documented and completed that the device met specification upon distribution.